Event description:
The pt underwent surgery to remove a foraminal meningioma located between the vertebral artery and the brain stem. An extended transcondylar approach to the skull base region was performed. The omniguide beampath fiber was used surgically dissect the tumor. Immediately post op, a CT scan was obtained showing pneumocephalus in both the surgical location at the skull base and superiorly, anterior to the frontal lobes. In cranial cases it is not unusual for accumulation of air (pneumocephalus) to occur during surgery. These usually resolve spontaneously post operatively. The dr. Did not believe that there was a pathway leading from the surgical site and frontal lobe region. CT scans performed on days 1-4 post-operatively, did not indicate a change in pneumocephalus size. No treatment was provided until day 4, when the dr. Placed a sep drain and removed the entrapped air. The dr. Noted that the tumor could not have been removed without the fiber, because of its proximity to critical neuro-anatomical structures. There was no indication that the fiber malfunctioned.